Event description:
The phone call received from the sales rep indicated that the stent dislodged off the balloon and was deployed in the left main artery. This patient was admitted to the hospital with a chief complaint of chest pain. The patient was taken electively to the cardiac cath lab, where angiography revealed lesion in the mid-lcx artery. As the physician was attempting to advance the stent ot the lesion site, it became "stuck" in the proximal lcx the physician then attempted to withdraw the stent delivery system (sds) back into the guiding catheter; however, it became caught on some calciumin the left main artery (lma) and the stent became dislodged from the sds. An attempt was made to push the stent along the wire (with another balloon) to the lesion site in the distal lcx, but this was unsuccessful. The stent was deployed within the distal lma as a "bail-out procedure without incident.